Manufacturer narrative:
Based on the device evaluation results, the side rail damage was caused by the collision of the side rail panel with the width extension frame. The citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. When one section is extended but not the other, and when the side panel is in use, the side panel may hit one of the sections causing damage. According to citadel plus instructions for use (IFU, 831.374 rev. I) ¿to prevent damage to the bed as well as an unsafe condition, make sure that all four width extensions on one side or all width extensions on both sides are in the same position.¿ IFU also include information: the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or an approved service agent should be contacted. Sum up, it has been determined that the side rail became damaged due to collision with the width extension. The bed frame was damaged, therefore the arjo device did not meet specification. There was no indication that the bed frame was in use by a patient at that time. The complaint was assessed as reportable due to the partial detachment of the side rail.

Event description:
The side rail panel damage was claimed by the customer staff. Based on the photographic evidence provided the lower arm that is part of the side rail assembly was detached from the bed causing the side rail partial detachment. There was no indication that the bed frame was in use by a patient at that time. No injury was claimed.